Manufacturer narrative:
Date of event is estimated. The allegation is against 2 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8682452. Common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8696258. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2023-02263. It was reported that the patient experienced ineffective therapy due to the migration of their right l1 and left s2 leads. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the leads were explanted and replaced to address the issue. It is unknown which leads migrated.